Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the product code, UDI number, expiration date, 510k and quality record review for the reported product code/lot# combination. Initially the product code was not known. A review of the device history record of the involved product/lot# combination was conducted with no relevant findings. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not available to be returned to the manufacturing facility for evaluation. Therefore, the investigation results are based on the user facility information provided and retention samples from the reported and surrounding lots manufactured. Visual examination of the samples confirmed there were no defects. Leakage testing revealed no leakage of the devices. The production product code/lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported issue cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.

Event description:
The user facility reported a leak on the involved device. Follow up communication with the user facility confirmed the following information: a 6fr pinnacle sheath was leaking badly from the diaphragm; and the patient's condition was reported as good.